Event description:
It was reported to medtronic minimed that the customer experienced a damaged battery cap, along with it, found the metal contact plate loose. Additionally, device labels including the serial number and dome label stickers were reported as missing, removed, worn, faded, or otherwise damaged after use. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for battery cap and its contact damage and the customer will be provided with a replacement battery cap. Troubleshooting was also performed for labelling/ packaging issue and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rail, cracked keypad overlay at the select button, missing display window cover and fading serial number label. Unit received with original battery cap missing gold spring at battery cap contact. Cosmetic damage was confirmed at the back of the pump area and fading serial number label. Unit received with original battery cap missing gold spring at battery cap contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.